Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardiac monitor was part of a system revision due to infection with sepsis. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The implantable cardiac monitor was explanted.

Manufacturer narrative:
This supplemental is being filed to update the status of the cardiac monitor from explanted to remains in service.

Event description:
It was reported that this implantable cardiac monitor was part of a system revision due to infection with sepsis. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The icm remain in service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardiac monitor was part of a system revision due to infection with sepsis. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The implantable cardiac monitor was explanted.

Manufacturer narrative:
This supplemental is being filed to update the status of the cardiac monitor from explanted to remains in service.

Event description:
It was reported that this implantable cardiac monitor was part of a system revision due to infection with sepsis. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The implantable cardiac monitor was explanted.